Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the preparation for this case they found out that the instrument was broken after it was last used. This is a preventative submission for normal wear and tear.